Event description:
The customer reported that the live image was intermittently cutting out during procedures. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps3 power supply voltage was adjusted. The system was then found to be operating as intended.